Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed cut and sealing test. During visual inspection, there was no physical damage found. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. .

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there was a screw seen in the bottom of the vessel sealer extend (vse) package upon opening. Fragments were found in the package. There was no reported patient impact or harm. Procedure was aborted.